Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/15/2016, that on (B)(6) 2016, the receiver had no record of data. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. Performed share log review and customer complaint was confirmed via the receiver log. The customer complaint was confirmed because firmware errors are present in the log. The reported event of a potential reportable event was confirmed. A root cause could not be determined.